Manufacturer narrative:
Device received with currents in spec. Device unable to prime during the prime test due to faulty force sensor resistor. Device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was unknown. Device had alarmed multiple insulin pump error alarms. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected history pointers are corrupted error or trace pointers are invalid error alarms during our testing. The insulin pump was monitored without the test (B)(6) battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected post-reset ram crc alarm noted. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.